Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) the review of the event log confirms the reported issue. On that date, the ventilator recorded: 11:15:33 ¿ exhalation obstructed, simultaneously high peep then 11:15:49¿11:15:50 ¿ loss of peep, inspiratory volume limitation, and low pressure 11:15:52 ¿ disconnection on patient side 11:16:01 ¿ another inspiratory volume limitation. The exhalation obstructed and the high peep alarms strongly suggests the ventilator detected impaired expiratory outflow or expiratory-path resistance. Afterward the secondary alarms appeared - loss of peep, low pressure, inspiratory volume limitation, and disconnection on patient side. This alarms sequence is expected if exhalation becomes impaired or unstable: pressure behavior becomes abnormal, breath delivery becomes limited, measured volume delivery becomes unreliable, and the ventilator may then interpret the situation as disconnection/low pressure depending on the measured waveform. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that no volumes were delivered, high pressures were observed, and the ventilator did not deliver breaths. No harm to the patient was reported.